Event description:
It was reported that the patient experienced malposition of the inflatable penile prosthesis(ipp) reservoir. The ipp reservoir was not in the space of retzius so it was removed during hernia surgery and a new reservoir was placed in the space of retzius. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.